Event description:
It was reported that the patient had the inflatable penile prosthesis was removed due to unknown reason. A new inflatable penile prosthesis with 24cm x 12mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.